Event description:
A customer reported receiving an error 6 display message on her blood glucose meter. Due to the error message issue, the customer reported she experienced thirst, migraine headaches, and a seizure. No third-party medical intervention was required. The customer reportedly took her seizure medication to counteract the event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned. The customer reported she did not have the date and time correctly set in her meter.